Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number 10k17h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced and was hospitalized for peritonitis. The consumer reported that the cause of the peritonitis was cat saliva. Treatment was not reported. The patient was discharged from the hospital on (B)(6) 2011 and at the time of this report, the patient was recovering. Pd therapy was ongoing. Concomitant medications were not reported. The reporter did not provide an opinion of causality.